Event description:
It was reported that during removal of the spring wire guide from the pt's right subclavian vein, it separated and a portion remained in the pt. An atriotomy was performed to remove the retained wire, but a small piece of wire still remains in the subcutaneous tissue. There were no further complications.